Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35 mg/dl. Customer's parent reported low bg caused a seizure and fractured spinal vertebrae. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer's parent administered carbohydrates and called paramedics. Customer's parent stated "that in ambulance, patient was given saline and glucagon". Reportedly, customer was hospitalized. Customer was released from the hospital the same day. Customer's parent reported treatment in hospital did not resolve the issue and they will follow up with hcp regarding any permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.